Manufacturer narrative:
Evaluation summary: one co2 device was received for investigation. Upon visual inspection and picking up the monitor, it was noted loose components rattling around inside it. The monitor was then opened and it was observed the co2 pump's top and wires were broken off. The damage to the co2 pump will result in no flow air flow, which will cause the reported problem. The investigation determined the damaged co2 pump from within the device is consistent with unit being severely impacted from drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact affect internal components, which usually results in component damage. Conclusively, the failure was noted to be a result of impact sustained by the monitor during use and handling. Trends have been identified related to this type of failure and further analysis identified the design to be a contributing factor as the co2 pump has no fastening system leaving it to be vulnerable on impact. Trend data was reviewed and will continue to be discussed for further improvement.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor had extremely low readings. No adverse effects were reported.

Manufacturer narrative:
Updated fields: patient identifier,date of event. Additional information: information was received that there was no patient involvement and no harm when the device issue occurred. Additionally, it was noted the event likely happened sometime in 2018 (month unknown) due to the customer stating "not sure of date but was within 2 weeks before we sent in the RMA request" regarding the incident date.